Event description:
It was reported when the user checked the dilator tip just before inserting it into the sheath during the procedure, "it was fluffy". A new kit was used. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The photo shows a microscope image of a dilator tip. The tip looks to be slightly de formed, and small bits of the plastic inside the tip appear to be frayed. The customer also returned one dilator for analysis. Signs of use were observed on the dilator. Visual inspection of the dilator revealed the dilator tip was slightly torn and deformed. The plastic inside the dilator tip appeared slightly frayed. The appearance of this damage is consistent with undue force being applied on the dilator during insertion or during threading of the guide wire. The total dilator body length measured 7", which is within the specifications of 6 3/4"-7" per product drawing. The dilator outer diameter measured 0.11920", which is within the specifications of 0.117"-0.120" per product drawing. Functional inspection of the dilator was performed according to the product IFU, which states "thread tapered tip of dilator/sheath/valve assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel." A lab inventory guide wire (diameter: 0.870mm) was threaded through the dilator with no resistance. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was slightly torn and deformed. The appearance of the damage is consistent with undue force being applied onto the dilator during insertion. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on these circumstances, and the signs of use present at the dilator tip, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported when the user checked the dilator tip just before inserting it into the sheath during the procedure, "it was fluffy". A new kit was used. No patient harm reported.